Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog# igtcfs-65-1-fem-celect-pt. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study:(B)(6)- pt (B)(6) grade 1 & 2 filter leg interaction with ivc wall. During the index procedure on (B)(6) 2015, the patient received a celect® filter. The primary reason for filter placement was a current dvt and no contraindication to anticoagulation, but with added risk for a new or worsened pulmonary embolism. The inferior vena cava (ivc) diameter at the intended filter location was 24.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasations of contrast or filter leg(s) appearing outside the column of contrast after filter placement. The angle of filter tilt was = 16 degrees. Analysis of the placement procedure venacavagram revealed a suboptimal image. Measurements were not able to be provided. There was no ivc anatomic anomaly. The presence of thrombus in the ivc prior to filter placement was unable to be determined. There was thrombus present in the pelvic veins on the right side. The filter placement site was the infrarenal. There was no evidence extravasations of contrast, or deformation. Filter leg(s) did appear outside the column of contrast after filter placement. From the venacavagram, the angle of filter tilt in the ap view was 1.7 degrees. Analysis comment, ¿occluded right femoral vein¿. On the post-procedure x-ray ((B)(6) 2015), the site reported no evidence of filter fracture, embolization, migration, or tilt. On (B)(6) 2016 (375 days post-procedure), the 12 month follow-up clinical assessment and ultrasound were completed. Filter retrieval was not scheduled due to an ongoing risk for pe. The ultrasound revealed the presence of thrombus in the left lower extremity vein. Analysis concurred with the sites¿ assessment and commented: ¿rle not imaged. No baseline us for comparison.¿ on (B)(6) 2017 (588 days post-procedure), the 12-month CT and x-ray was completed. There was no evidence of filter embolization. The angle of filter tilt in the sagittal plane was 2 degrees and 8 degrees in the coronal plane. There were no grade 0 or grade 3 filter legs. There were 9 filter legs with grade 1 interaction with the ivc wall. There was one filter leg with grade 2 interaction with the ivc wall. There was no evidence of hemorrhage, hematoma, or other clinical findings were observed at the perforation/puncture site. Analysis noted: ¿one strut not visualized.¿ the x-ray revealed no evidence of filter fracture, embolization, or migration. Filter tilt was = 16 degrees. Analysis revealed no evidence of deformation, fracture, embolization, or migration. The angle of filter tilt was 3.2 degrees in the ap view and 4.6 degrees in the lat view. Patient outcome: the patient remains in the study.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on event description and image review. Celect-pt was deployed across the area of levoconvex curvature and placed in an infrarenal location with 5° of leftward tilt and with no evidence of perforation. Twenty months later the filter had migrated approx. 2cm caudally and the tilt measured 14°. Also, filter hook and the proximal portion of the filter perforated ivc, two primary filter legs demonstrated grade 2 interactions and two primary legs and eight secondary legs demonstrated grade 1 interaction with the ivc wall. Development of perforation as well as the migration may be related to the initial filter placement; although insignificant the tilt resulted in the filter hook abutting left lateral ivc wall and given this interaction respiratory motion over time resulted in perforation. The interaction likely resulted in increased caudal forces, causing the filter migration. The initiation of filter interaction with the ivc wall may have been avoided if the filter was deployed in a more cranial location, in a straighter segment, suggesting the perforations and migration are result of the filter placement procedure and/or patient's anatomy. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.